Manufacturer narrative:
Concomitant medical products: (lot# n3g0383x). If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of a hernia. It was reported that after implant, the patient experienced recurrence, failure of mesh, mesh folded back and receded, seroma, mesh migration, and failure to incorporate. Post-operative patient treatment included revision surgery, hernia repair with mesh, and mesh removal surgery.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of a hernia. It was reported that after implant, the patient experienced recurrence, failure of mesh, mesh folded back and receded, seroma, mesh migration, mesh erosion, adhesion, pain, and failure to incorporate. Post-operative patient treatment included revision surgery, hernia repair with mesh, and mesh removal surgery.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for a laparoscopic therapeutic treatment of a I ncisional hernia. It was reported that after implant, the patient experienced recurrence, failure of mesh, mesh folded back and receded, seroma, mesh migration, mesh erosion, adhesion, pain, failure to incorporate, fluid in abdominal wall, entire colon air-filled & redundant, fibroadipose tissue, benign lymph node, dilated loops of small & large bowel, bowel obstruction, labs abnormal for wbc; hemoglobin; hematocrit; elevated d-dimer; albumin; protein; lactate; potassium; sodium; creatinine; platelets, thickened bowel, ischemic bowel, focal colitis, atelectasis/pneumonia, small bilateral pleural effusions, ascites, leukocytosis, staph, loculated fluid, abscess, inflammation, postprandial burping, bloating, indigestion, serous discharge, loss of domain, weakness, difficulty breathing, nausea, abdominal pain, dehydration, abdominal distention, tachycardia, erythema, acute kidney injury, cellulitis, electrolyte imbalance, low blood pressure, open wound draining seropurulent clots, wound infection, pus, wound dehisced, edema, & anxiety. Post-operative patient treatment included revision surgery, hernia repair with mesh, mesh removal surgery, CT scan, ultrasound, x-ray, mesh re-suspended with suture, hospitalization, lysis of adhesions, laparotomy, posterior component separation release & transverse abdominis release, abdominal wall reconstruction, seroma evacuation, IV fluid resuscitation, IV antibiotics, IV pain & anti-nausea medication, ng tube, electrolyte replacement, removal of retained sutures, debridement, irrigation, wound vac, PICC line inserted, npo, wound care, IV fluids, & blood transfusion.

Manufacturer narrative:
H6 (patient codes, device codes, ime e2402: difficulty breathing, labs abnormal for creatinine; platelets, thickened bowel, focal colitis, atelectasis, leukocytosis, postprandial burping, indigestion, loss of domain, labs abnormal for wbc; hemoglobin; hematocrit; elevated d-dimer; albumin; protein; lactate, entire colon air-filled <(>&<)> redundant, fibroadipose tissue, benign lymph node). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.